Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported cuts were extremely decentered to the right hand side of the treatment area. Lens fragmentation was not performed in the proper area. It was decentered. Some markings look to be on the iris where the capsulotomy may have been performed. A galvo failure occurred. The surgeon determined there was no significant adverse effect to the treatment of the patient.

Manufacturer narrative:
The company service representative examined the system and determined that a 45-degree dichroic mirror had moved in the x-axis due to a nonconforming mounting screw which contributed to the reported event of shift in cuts. As a correction, the nonconforming surgical focusing module (sfm) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to a nonconforming 45-degree dichroic mirror in the sfm. The manufacturer internal reference number is: (B)(4).